Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that, approximately 2 years ago, the listed ventilator was in use with patient during an MRI when the patient expired. The user facility reported that during the MRI, patient was paralyzed. It is not known if the patient's paralysis was temporary during the procedure or the patient's permanent state. The reporter stated that during the MRI, the ventilator disconnected from the patient, and the remote pressure monitor reportedly displayed no pressurization at the circuit, but the rt did not intervene. The patient coded and expired. The user facility stated that the patient's death was not caused by a deficiency or failure of the ventilator, but also stated that it was not possible to hear the device alarm over the noise of the MRI machine.